Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was 130 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy. During customer follow up the customer was able to load an old cartridge successfully, and continued using the pump for insulin therapy.